Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was in the hospital after receiving inappropriate antitachycardia pacing therapy for vt. Device interrogation showed that morphology determined svt. Programming changes were recommended. The patient had been in the hospital for awhile before the device was turned off due to patient's sickness.